Manufacturer narrative:
The manufacturer previously reported information from a patient's family alleging that the vte (exhaled tidal volume) was observed to be lower on ventilator screen during use. Following this observation, the patient's body position was changed, and the ventilation volume dropped to less than 100 to 250ml. The low minute ventilation alarm sounded frequently, and suction was performed. The patient experienced difficulty breathing, decreased spo2 levels, and cyanosis was observed. The use of the ventilator was discontinued at this time. The patient was reported to receive manual ventilation in response and suctioning was attempted again without improvement. A replacement ventilator device was then put into use and the patient's sp02 gradually improved until the patient's condition became stable. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. Regarding the issue of the displayed tidal volume is low compared to the trilogy 100, comparison with a trilogy 100 was performed and as a result, there was no significant difference, and no abnormality was found by final test performed. Therefore, it has been determined that there is no abnormality in this unit. However, system pca and flow sensor were replaced as a precaution.

Manufacturer narrative:
Device not returned.

Event description:
The manufacturer received information from a patient's family alleging that the vte (exhaled tidal volume) was observed to be lower on ventilator screen during use. Following this observation, the patient's body position was changed, and the ventilation volume dropped to less than 100 to 250ml. The low minute ventilation alarm sounded frequently, and suction was performed. The patient experienced difficulty breathing, decreased spo2 levels, and cyanosis was observed. The use of the ventilator was discontinued at this time. The patient was reported to receive manual ventilation in response and suctioning was attempted again without improvement. A replacement ventilator device was then put into use and the patient's sp02 gradually improved until the patient's condition became stable. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.